Event description:
It was reported that the implantable cardioverter defibrillator could not communicate with the radio-frequency telemetry. The device could not communicate with the transmitters either. The firmware download of the device was discussed but has not been performed yet. No further information was available.